Manufacturer narrative:
Following return and completion of laboratory analysis, another report will be submitted.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and expected to be returned for analysis. No resulting adverse patient effects were reported.